Manufacturer narrative:
(B)(4).the flash drive was also replaced by the customer support engineer (cse).

Event description:
It was reported that during patient use, the customer reported they&#39;d noticed a smoky burnt electronics odor coming from the ventilator graphical use interface (gui) liquid crystal display (lcd). There was no reported patient harm. There is no report of death or serious injury asscociated with this event.